Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the led¿s on the paddle light up when the paddles are in their respective holder. There was no patient involvement.